Manufacturer narrative:
The patient's weight was gathered via follow-up. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information gathered via follow-up revealed the patient underwent surgical intervention on (B)(6) 2020. Additional lead was implanted during the procedure. Effective therapy was restored as a result.

Manufacturer narrative:
The event date is unknown. The patient's weight is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient began to receive ineffective therapy after experiencing a fall. An impedance check was performed and no impedance issues were found. Reprogramming was attempted to address the issue but was unable to provide resolution. Next, x--rays were performed and no anomalies were found. In turn, the patient may undergo surgical intervention.